Event description:
It was reported that the customer was hospitalized for hbgs. The customer stated that an alarm occurred a few times prior to the event. It was indicated that the customer was vomiting. The programming and histories were accurate. Troubleshooting was done and it passed the prime test. However, the pump would not alarm during the occlusion test. At that time, the customer was advised that a replacement will be sent. In addition, the customer is no larger on the pump. It was conveyed to the customer to contact md for a back up plan.